Event description:
Nim ett cuff deflated after being checked prior to induction. Pt was extubated and re-intubated with a new tube. Md examined the tube and put cuff up and it deflated almost immediately. Tube and packaging given to clinic manager. Biomed investigated: cuff would not maintain pressure but no visible leaks seen in cuff. Possible check valve bad.